Event description:
The customer observed a falsely elevated alinity I free t4 result generated for patient samples. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): patient 1 initial result = 20.69 pmol/l, repeat = 12.42 pmol/l patient 2 initial result = >64.35 pmol/l, repeat = 12.07 pmol/l patient 3 initial result = 23.48 pmol/l and 21.91 pmol/l, repeat = 13.23 pmol/l patient 4 initial result = 32.73 pmol/l, repeat = 14.43 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = patient 1, patient 2, patient 3, and patient 4 all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 60071ud02, however, in-house performance testing was completed which indicates the products are performing as expected. (Lot number 60071ud02 contains the same bulk material as lot number 60071ud00). Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 60071ud02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent lot 60071ud02 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated for patient samples. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): patient 1 initial result = 20.69 pmol/l, repeat = 12.42 pmol/l. Patient 2 initial result = >64.35 pmol/l, repeat = 12.07 pmol/l. Patient 3 initial result = 23.48 pmol/l and 21.91 pmol/l, repeat = 13.23 pmol/l. Patient 4 initial result = 32.73 pmol/l, repeat = 14.43 pmol/l . No impact to patient management was reported.